Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to e2, e3, g2 (also selected ¿health professional' which was inadvertently left off the initial report). The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation found the following defects: missing legs, damaged chassis screw hole, dents on chassis, minor scratches on the top cover and front frame. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to faulty circuit boards causing low output. Additionally, the wrong serial number was programed in the software. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.

Event description:
The customer reported that his olympus gyrus generator¿s power output wasn¿t where it was supposed to be during routine maintenance. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.